Manufacturer narrative:
No device return anticipated due to this event being related to a legal case. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that during the investigation of a legal case, a second revision was found. A female patient, who had a knee revision on (B)(6) 2022, underwent a revision on (B)(6) 2022, for unknown reasons. No further information known. First revision reported under 1038671-2022-01010.

Manufacturer narrative:
H6: based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent revision cannot be conclusively determined; reason was not reported.